Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer via phone call that the insulin squirted out of the pump during manual prime and alarmed compromised force sensor system. Their blood glucose was 210 mg/dl at the time of incident. During troubleshooting, they said that the drive support cap appeared to be normal and that the pump had been bumped. The customer was advised to discontinue use of the pump and revert to a back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump is being returned.